Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during the fill tubing stage of a supply change, and an alert 38 for a consecutive stalled motor was observed; after guidance to use new supplies and a dry-run to approximately 122 units, the subsequent supply change completed without issue, and the user was on a steel cannula infusion set. Symptoms included hyperglycemia, attributed by the caregiver to an accidental disconnection earlier in the day, with glucose trending down after the successful supply change. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert, with the supply change and replacement supplies resolving the condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.